Event description:
Flowed too fast. Placed on (B)(6) 2010. Pump was weighed after 3.5 hours (310 g) and after 17.5 hours (266 g), and calculations indicate it infused too much during that time (44 g). They believe it should have infused only 30.1 g at most. Pump removed from pt. No adverse event occurred.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a f/u report will be filed.